Event description:
The pt service rep (psr) of a female pt contacted lifecor customer support to report that the pt was receiving "adjust belt" messages. The psr swapped on the monitor and then could not get the device to baseline. He then swapped out the electrode belt the psr contacted lifecor customer support after he exchanged equipment.

Manufacturer narrative:
Device MFR date: monitor. Electrode belt - 05/2008. Device eval summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt had an open driven ground relay. There was no driven ground signal being applied to the body. The open connection was likely due to strain placed on the cable which pulled the solder connection from its pad. This is probably why the pt was getting "adjust belt" alarms. The monitor had a shorted capacitor bank. It also had a damaged 5.4 volt supply. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unk, but is likely random component failure. The monitor was repaired, retested and restocked. No adverse event resulted from the monitor failure. The pt received a replacement monitor.